Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter did not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient said he takes insulin and self-adjusts the dose. He said the product issue first started at 8:00 pm. About 30 minutes afterward, while on the phone with the csr, the patient said he was sweating. He drank a soda as self-treatment. The csr documented that the meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The patient's product was replaced. This complaint is reported because the patient alleges that the lfs meter did not power on and afterward he became sweaty. He claimed he treated himself by drinking a soda.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.